Event description:
It was reported that a pt underwent an unk procedure on an unk date. The reservoir functioned properly upon initial activation. On (B)(6) 2009, the reservoir port cracked when the nurse inserted a syringe into the port to draw out the fluid. No adverse pt consequences occurred.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.